Event description:
The customer did not state a specific issue. Upon triage on (B)(6) 2017 the service technician found that the unit had a burnt overlay.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for a ¿burnt overlay¿. The unit was triaged and the customer¿s reported condition was confirmed, as service found the overlay to be burnt. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.